Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. It is possible that the trim-it drill pin may have broken on insertion. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Unknown device disposition.

Event description:
Patient had prior bunion surgery (B)(6) 2010 and came for a second opinion. She had discomfort due to a cystic mass on the bottom of her right foot about 1/2 inch in diam. A 3cm incision was made over site. The doctor removed a small 1.7 cm and 0.2cm in diam. Clear cylindrical shaped fragment from her right foot. A biopsy was performed and no infection found. Patient did well with all follow ups, and on (B)(6) 2010 sutures were removed. Pt. Healed well and released from doctor`s care. Two other screws used were a 2.7 and a 3.5 lag screw believed to be from another device manufacturer. It is not clear which of the devices the fragment came from.